Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly, patient was revised due to aseptic loosening of insert, head and neck. Components not revised: cotyle "anca" avec trous a/revet. Hap 54 ppr67254 lot r0589526.1, tige "anca fit?" Rev. Hap 1/3 proximal 14d ppr67616 lot r0591057.